Event description:
It was reported the patient slipped and fell down their stairs and they think they "ripped their leads out." The patient could not feel their legs since the fall and there was now a lump on their back. It was noted the patient believed they fell on the implantable neurostimulator (ins) and felt something pull during the fall. It was noted the patient believed they had lost about 90 pounds since implant and that the ins now stuck out of their back. The patient would like the device removed. It was noted the patient had been admitted to the hospital. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2010, product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2010, product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).